Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin s5 system alarmed and displayed an error message against pump 3 on the system panel immediately after the unit was powered on. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate and was not able to reproduce the reported error message. The motor control board inside pump 3 (serial number (B)(4)) was replaced as a precaution. The system was returned to service. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system alarmed and displayed an error message against pump 3 on the system panel immediately after the unit was powered on. There was no patient involvement.